Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil was detached prematurely inside the catheter. A 6mm x 20cm interlock¿-35 was used to treat the target lesion located in the liver. When partially advanced in the non bsc catheter, the coil became unable to advance further and could not be withdrawn. It was then noted that the coil had detached inside the catheter just before the tip. The physician removed the coil by deploying an unspecified coronary balloon catheter to lock the coil with the balloon just at the tip of the catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was missing.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed. A coil, pusher wire and an introducer sheath were returned for analysis. The delivery wire was observed to be kinked. The main coil was noted to be kinked and stretched. There was minimal blood on the fiber bundles of the coil. Upon microscopic inspection, the coil zap tip was inspected and no damage was observed. The interlocking arm of the main coil was missing. The interlocking arm of the delivery wire was also inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii diagnostic catheter." (B)(4).